Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a starclose se after a diagnostic left heart catheterization procedure using a 6f sheath. Reportedly, there were no issues with deployment prior to deploying the clip. The clip adhered to the end of the device. The device was stuck in the patient. The vessel was incised to remove the device. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a starclose se after a diagnostic left heart catheterization procedure using a 6f sheath. Reportedly, there were no issues with deployment prior to deploying the clip. The clip adhered to the end of the device. The device was stuck in the patient. The vessel was incised to remove the device. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. Subsequent to previously filed report, additional information was received: the clip was deployed in the patient yet had adhered to the end of the device. The device was stuck in the patient. Manual compression was held to control bleeding. The vessel was incised to remove the device. Surgical suturing was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported clip was deployed in the patient yet had adhered to the end of the device and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.a4: patient weight updated from 65kg to 77kg.